Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a loss of prime issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/09/2015-additional information/correction: the reporter contacted animas on (B)(4) 2015 with the following additional information: the reporter stated that the cartridge was not being used properly according to the instructions for use, indicating that this complaint was an issue of training/misuse. There was no allegation of an adverse event with this complaint or additional information.